Event description:
On (B)(6) 2025, a patient underwent an implantable port placement procedure using the MRI powerport isp. Six months and eighteen days post procedure the device was allegedly unable to draw back blood. It was further reported that on (B)(6) 2025, the catheter was allegedly fractured, and blood could not be drawn back. Reportedly, patient allegedly experienced fluid is found to penetrate the skin, vein or air enters the body through the device and intervention section for arrest. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows completely separated catheter tube segment and remaining portion is missing. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak, suction problem and identified material separation issues the definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 1(B)(6) 2025, a patient underwent an implantable port placement procedure using the MRI powerport isp. 6 months and 18 days post procedure the device was allegedly unable to draw back blood. It was further reported that the catheter was allegedly fractured and unable to draw back blood. Reportedly, patient allegedly experienced fluid is found to penetrate the skin/vein or air enters the body through the device and intervention section for arrest. The current status of the patient was unknown.